Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
During pt assessment, it was determined that the cartridge contained air bubbles that were the most likely contributor to this hyperglycemic event. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.